Event description:
The customer reported to olympus, when the single use distal cover was attached to the scope, the center of the tip of the tip cover was torn. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A similar single use distal cover was replaced on the scope without any issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.